Event description:
A pt reported that she had received laser treatment at a spa for a spider vein on her nose. After treatment, the pt reported bleeding and scabbing on the treated area, resulting in two red pockmarks on her nose.

Manufacturer narrative:
Evaluation is currently ongoing. Awaiting further details from complainant.